Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test passed. There were no visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment report of a manual drain volume of 3700 ml following pd treatment using the cycler. It was reported the patient experienced dc drain complication alarms during and unknown phases and cycles of treatment. This drain volume is 185% the patient's largest prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. It was reported the alternate treatment was available. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per pdrn the patient completed treatment using the cycler, which included a last fill volume of 2000ml. A manual drain was performed at the clinic where the patient had manually drained 3700 ml. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment report of a manual drain volume of 3700 ml following pd treatment using the cycler. It was reported the patient experienced dc drain complication alarms during and unknown phases and cycles of treatment. This drain volume is 185% the patient's largest prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. It was reported the alternate treatment was available. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per pdrn the patient completed treatment using the cycler, which included a last fill volume of 2000ml. A manual drain was performed at the clinic where the patient had manually drained 3700 ml. The pdrn confirmed the patient¿s treatment was completed by using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be available for return to the manufacturer for physical evaluation.